Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery because of unexplained low blood glucose levels. The customer also reported low blood glucose levels and treated with cola, peanut butter and crackers. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.